Manufacturer narrative:
Tracking #.47287. Date sent: 11/02/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device would not be activated. There was no pt consequence.